Event description:
The patient stated that she had "three bad days of high blood glucose" last week. She stated that her blood glucose was as high as 300 mg/dl. Her normal blood glucose range is 80-120 mg/dl. She had hyperglycemic symptoms of "dry mouth, feeling very weak, and tired." She attributed her high blood glucose to her infusion set headsets. She stated that she was not able to remove the protective cover from the introducer needle of the headset without bending the needle. She stated she bent three introducer needles and since the headsets are very costly she decided to bend one of the introduceer needles back and use it anyway. She stated that she then received occlusion alarms on her infusion device (competitor device) and she stated that her headset was the cause. The patient stated that she gave herself an injection and bolused through her infusion device to lower her blood glucose. The patient did not report assistance by a healthcare professional or second party to address the issue. The product was discarded, therefore, no product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.